Event description:
The patient was admitted for a revision due to the lead presenting with no capture. A chest x-ray was performed and revealed that this lv lead had dislodged and was now located in the right atrium. No adverse patient effects were reported.

Event description:
The lead was returned.

Manufacturer narrative:
This lv lead was explanted and will be returned for laboratory analysis. A new lv lead could not be implanted due to patient anatomy and an epicardial lv lead will be implanted at a later date. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered this left ventricular (lv) lead was not capturing. An x-ray was performed and revealed that this lv lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lv lead remains implanted and the physicians are evaluating whether or not to reposition this lead. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted that the j-fixation on the lead tip was within specification. There was blood infiltration in the lead's lumen which made passing a stylet through the length of the lumen unsuccessful. This blood infiltration was not unexpected as this is an open lumen lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.